Event description:
It was reported that the arctic sun device did not cool anymore. Per follow up information received via mail on 17sep2024, it was reported that the device will be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed device does not cool. Mixing pump was replaced during pm. Circulation pump is too weak. Pm performed. The circulation pump, heater and drain valves were replaced. The device passed the procedure and can be placed back into normal use. The initial reporter's phone number that is provided is (B)(6). A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not cool anymore. Per follow up information received via mail on 17sep2024, it was reported that the device will be repaired in the hospital by crs. No patient involvement per sample evaluation results on (B)(6) 2024, circulation pump was too weak. The valve of the fdl was clogged.